Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (46-63 mg/dl). The customer drank juice to address the low bg. The customer did not know the cause of the low bg. The customer's doctor thought the customer may be a sensitive diabetic and was working on trying to control the bg level.